Manufacturer narrative:
Analysis: visual inspection of the returned device shows bundle was blood stained. Following decontamination, the performance of the device was evaluated. At 7 l/min blood flow, the blood side pressure drop was recorded at 110 mm/hg, which falls within an acceptable range (less than 124 mm/hg is considered normal). This unit was then trillium dye tested, which shows that the device was coated evenly with trillium. Review of the device history record (DHR) shows that this product met mfg requirements when released for distribution. Conclusion: the exact cause of the reported high inlet line pressures could not be determined as this product performed normally during testing. Product changed out with no reported complication to the pt.

Event description:
Medtronic received info that this hollow fiber oxygenator exhibited high inlet line pressure within a min or two of going on bypass (prior to cross clamping the aorta). Pre-membrane pressures were reported to be 700 mmhg. Flow was reduced to 2.5 liters/min to accommodate the pre-membrane pressures, while the system was evaluated. The pt was weaned of the pump, and the oxygenator was changed out without reported complication.